Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable creatinine plus (crep) result for one patient on their c501 analyzer. The customer stated they have had this issue in the past and did everything they could to try to resolve the issue. Additional information was not provided. The customer stated the patient's initial crep result was "4.#" mg/dl. The customer was not sure what the patient's exact result was. The initial result was reported outside the laboratory. When the customer pulled the same sample tube and repeated it, the result was 0.9 mg/dl. The repeat result was considered correct. There were no adverse events. The crep reagent lot number was 60012501 and the expiration date was 02/28/2015. The field service representative found a fluidics failure of the rinse mechanism tubing of the measuring system. He cleaned the blockage of the fluidics system vacuum line that was blocked. He performed mechanical, electrical, and fluidics checks of the analyzer without errors. The customer ran calibration, quality control, and patient samples without errors. The instrument was performing to specifications.